Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump stopped working; the patient stated that there was no power to pump. The patient confirmed that the pump was not emitting vibrations or sounds and the meter remote was unable to communicate with the pump at the time. The patient reported changing the battery eight times and the pump would not power on. The patient indicated that the display screen looked hazy like it might have been moisture behind it. The patient reported being at the beach at the time of the issue and also stated that the pump was exposed to moisture in the shower. The reporter confirmed that the cartridge compartment was dry and the cap was secure. The patient also confirmed that there was no evidence of moisture or corrosion on battery or in battery compartment. The patient reportedly tightened the battery cap with a quarter and no yellow o-ring was visible; the patient indicated that the battery cap kept turning and would not meet resistance and occurred with multiple battery caps. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed the cartridge compartment is cracked and there is visible moisture in the display lens. Leak testing revealed a case seal leak. The pump does not power on. The pump histories and black box could not be downloaded due to moisture damage and the inability to power on the pump. The pump was opened and evaluated, and internal moisture damage was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.